Event description:
The sales consultant reports that a helical blade cut through the femoral head of the patient. Patient returned to the surgeon on 5.30.2013 due to pain related to a trochanteric fixation nail system that was implanted on 5.15.2013. She was revised from a helical blade to a lag screw on 5.31.2013, but the original nail remained implanted. The event occurred post operatively because the helical blade would not slide back from the femoral head. This is report 1 of 2 for complaint (B)(4) and refers to a helical blade of unknown part number and unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).